Event description:
It was reported that, "patient was fishing, stepped on a rock and slipped, landing on his trochanter. Patient drove stem through head and head exploded. Surgeon was able to remove all large fragments from the broken ceramic head and removed liner. Revised with implanted biolox ceramic head with a sleeve and a poly liner."

Manufacturer narrative:
Investigation in progress; no additional information available at this time.